Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer experienced a black display on her insulin pump and had cracks on the display screen the customer's blood glucose level was 78 mg/dl at the time of the report. Standard troubleshooting was performed. The customer's parent does not know how the damage occurred. The customer's parent was advised to discontinue use of the pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.